Manufacturer narrative:
Correction to field b5: describe event or problem correction to field h6: device codes needed as the left ventricular (lv) leads were being tested with a pacing system analyzer (psa) and exhibited loss of capture (loc) and failure to sense. However, this is normal procedural testing prior to implant. Thus, this device did not exhibit loc or failure to sense as stated in initial MDR.

Event description:
It was reported that it was discovered the patient with this implantable cardioverter defibrillator (ICD) exhibited a pocket infection during an implant procedure of the two epicardial left ventricular (lv) leads. As a result, the device was explanted. No additional adverse patient effects were reported. This ICD will not be returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited failure to sense and failure to capture on the left ventricular (lv) channel during an implant procedure of the lv lead. Additionally, it was found that the patient had an infection. As a result, the device was explanted. No additional adverse patient effects were reported. This ICD will not be returned for analysis.